Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the device and the device passed all testing. No component replacement was necessary. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator became inoperative. The patient was manually ventilated, and transferred to another ventilator without harm.